Manufacturer narrative:
Patient called back to give lot number updated the following: lot number changed from unavailable to pd1c08192021. Expiration date changed from unavailable to 2/19/2022 . Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 8/19/2020.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site and not sticking well from the skin. As treatment, a new pod was applied.